Event description:
It was reported that the customer experienced a low blood glucose level was 50 mg/dl, cause was not known. The customer consumed carbohydrates for treatment. A system check was performed, and it was found that the customer was wearing the pump positioned more than 12 inches above their infusion set. Tandem technical support educated the customer on pump position recommendations.